Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she woke up this morning and her pump was hot to touch and had left a red mark the size of a silver dollar on her chest. She wears pump in her bra. Patient states that this is first time pump has been hot. She states no recent trauma to pump and no exposure to moisture or corrosion noted. She had already removed and replaced battery prior to calling animas. Patient did not require treatment for injury. Customer support advised patient to use alternate method of insulin delivery until replacement pump arrive. There is no blood glucose excursion related to this issue. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity related to the complaint observed in the black box or download history. Visual inspection revealed that the battery compartment and battery cap were intact with no evidence of moisture damage. The pump powered on normally and was exercised for 24 hours with no overheating and no alarms duplicated. The pump¿s current draws were tested and found to be within specifications. The pump cover was removed and no evidence of internal moisture was found. There were no defects found to the power flex or battery connections. The complaint could not be confirmed or duplicated on investigation. Outcomes attributed to adverse event: life threatening box should not have been checked on the initial MDR, as this was not an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.